Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump received pump error alarm during self test. The customer's blood glucose was 4.3 mmol/l at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The pump passed the sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. However, the pump error 63 alarmed during self-test and was confirmed in the pump history due to a cold solder joint at the keypad assembly. The power management tool shows that the backup battery loaded voltage and unloaded voltage was within specification range. The pump was received with normal operating currents. No unexpected low battery alarm during testing noted. The pump was received with a scratched case, keypad overlay texture damage, a pillowing keypad overlay, and minor scratches on the lcd window.